Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, a defective cable was found, which caused a broken image, and the device did not pass the water tightness test. It was recommended that the cable unit be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, in the beginning of a therapeutic procedure, the camera head had no image. Subsequently, the procedure was completed using a telescope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.